Event description:
On (B)(6) 2011, the customer contacted varian the help desk to report the following complaint. Dose corrections do not display on the summary tab of chart qa. The customer also found that the dose corrections are not displayed in patient manager summary tab. The customer asserted that "with incomplete dose summary info, a mistake could be made." He stated that he considers this problem to be a safety issue. There was no misadministration or serious injury reported associated with this event.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially result in serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.